Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shock impedance measurements between 139 and 146 ohms. The patient was brought in for defibrillation threshold (dft) testing, however prior to testing boston scientific technical services (ts) was consulted. Ts reviewed the data stored on the remote monitoring system and found that the impedance has been on the rise for a few years. It appears that it plateaued and then briefly rose for three months and then plateaued again. Ts discussed that dft testing may not be the best option at this time. Based on this recommendation the physician opted to perform a 1.1 joule commanded synch shock which yielded a shock impedance of 76 ohms. Post shock the painless test was 109 ohms and ventricular fibrillation (vf) was not induced during the testing. At this time the crt-d and rv lead remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the patient presented to the emergency room after receiving six shocks. Upon interrogation a code displayed which indicated a shock was delivered to an open circuit. Review of the shock impedance measurements noted they have been high at 120 to 135 ohms. The shocks were deemed inappropriate due to atrial fibrillation (af) with rapid ventricular response (rvr). The first five shocks were in standard polarity with impedances of 90 to 94 ohms. The sixth shock had greater than 125 ohms in reversed polarity. During the emergency room interrogation the shock impedance was between 90 to 93 ohms. Boston scientific technical services (ts) was consulted and discussed the reason for the lower shock impedance during the emergency room interrogation was because impedance measurements generally reduces post shock and will likely rise again. Ts also discussed that when the waveform is reversed, the shock impedance is measured from the svt coil instead of the distal coil. Ts noted it may indicate an issue with the proximal coil of the shocking rv lead. Ts also discussed that the code seen upon interrogation means the svc impedance measurement was greater than 145 ohms and the possibility of calcification on the svc coil. Ts suggested programming and other options. At this time the rv lead and crt-d remain in service and no adverse patient effects were reported

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies relating to the reported field clinical observations. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The crt-d was explanted approximately eight months later due to normal battery depletion. The rv lead remained in service with the new crt-d. No adverse patient effects were reported.